Manufacturer narrative:
(B)(4). Approximate age of device - 5 months. Device analysis: approximately 19.5 inches of the external portion/distal end of the driveline that was replaced was returned for further evaluation. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The returned portion of the driveline was submerged in a saline bath for high potential (hipot) testing and did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. Review of the system controller log file from prior to the driveline replacement confirmed low speed, low flow and pump stoppage events while the lvad system was connected to the mobile power unit; however, a specific cause for the events could not be conclusively determined. The day after the driveline repair, a subsequent log file captured a pump stoppage event. Based on the manufacturer¿s previous complaint experience, the recorded system controller event history appears consistent with a potential driveline issue; however, no area of compromised wire insulation was identified on the returned external portion/distal end of the driveline. The patient remains ongoing on vad support using an ungrounded patient cable and no further issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, the patient presented to the emergency room (ER) due to low flow and pump stop events while the lvad system was connected to the mobile power unit. While in the ER, the vad coordinator exchanged the system controller and a pump stop and low flow alarm occurred again after approximately 30 minutes. A review of the submitted log file by the manufacturer's technical services representative confirmed two pump stoppage events. X-ray images did not reveal any obvious areas of concern. The patient was asymptomatic. On (B)(6) 2016, a distal end driveline replacement was performed. No alarms were observed immediately after the repair. However, a subsequent log file captured a pump stoppage event on (B)(6) 2016. The patient was provided with an ungrounded patient cable for use when on power module support. No additional information was provided.